Event description:
The customer woke up in the morning and was shaky. The suspect device was used to check blood glucose and a result of 200 mg/dl was obtained. Emts were called and when they arrived, they checked glucose with their equipment and the result was 20 mg/dl. Customer was treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.